Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient's anatomy was extremely tortuous and it was difficult to visualize the lesion. During the procedure, after deploying a wallflex enteral colonic stent within the patient's colon, the physician attempted to remove the delivery system but the inner sheath would not detach from the stent. As a result, both the stent and delivery system had to be removed from the patient and the procedure was completed with another manufacturer's device. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure. Additional information received since (B)(4), 2012: it was confirmed that the stent was not able to be reconstrained prior to being removed from the patient.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted on (B)(6), 2012 during a stent placement procedure. According to the complainant, the patient's anatomy was extremely tortuous and it was difficult to visualize the lesion. During the procedure, after deploying a wallflex enteral colonic stent within the patient's colon, the physician attempted to remove the delivery system but the inner sheath would not detach from the stent. As a result, both the stent and delivery system had to be removed from the patient and the procedure was completed with another manufacturer's device. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Manufacturer narrative:
Patient is over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully deployed. Examination of both the deployed stent and the delivery system revealed no anomalies. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot for this event. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, it is likely that anatomical/procedural factors encountered during the procedure may have hindered the device's performance. Therefore, the most probable root cause is operational context.